Event description:
Related manufacturer reference number: 2017865-2023-19186. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead and pacemaker. During the replacement the guide wire would not advance on the rv lead and was not replaced. The physician elected to explant and replace the pacemaker. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 and h6 for missing low pacing impedance code.

Event description:
Correction to low pacing impedance noted on the right ventricular (rv) lead.

Event description:
New information notes that the right ventricular (rv) lead was capped on (B)(6) 2024.